Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable neurostimulator (ins) worked well for the pain for the first year and then it changed. Multiple programming was done and the system started shocking the patient so they stopped using and asked to have device removed. The ins was removed due to therapy issues. The change in therapy and shocking sensation was in 2012. Other relevant medical history includes spinal pain and other chronic/intract pain (trunk limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.